Manufacturer narrative:
Siemens has completed an investigation of the reported event. The investigation showed a malfunction of the rtc based on a defective network (lan) port. During a patient procedure a malfunction of the real time computer (rtc) hosting sw components e.g. Low-level image processing, as well as radiation and motion control were detected. According to the log files, there were communication problems between rtc and the image visualization system (ivs) and the image acquisition system (ias). Therefore, the system switched to the bypass mode where only continuous fluoroscopic imaging with reduced image quality is available. In this mode the acquired scenes cannot be saved and reviewed. The root cause for the defective lan port could not be identified. The rtc was replaced by the service engineer and the issue did not reoccur. As no systematic issue could be identified, no field correction action is planned.

Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation. (B)(6).

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee floor system. During an acute procedure, fluoro was not available and the rtc network port was defective. The patient was safely removed from the system and transferred to an alternate system where the procedure was completed. We are unaware of any impact to the state of health of the patient involved.